Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. 10/29/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - no further issues have been reported. - no parts have been received by manufacturer for analysis as no parts were replaced.

Event description:
A medtronic representative reported a navigation system microscope bracket had come loose. No further details regarding the damage, or how it occurred, were provided. The medtronic representative was able to re-tighten the bracket and everything was found to be accurate. There was no impact on patient outcome.